Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: martynov, I., raedecke, j., klima-frysch, j., kluwe, w., & schoenberger, j. (2018). Outcome of landmark-guided percutaneously inserted tunneled central venous catheters in infants and children under 3 years with cancer. Pediatric blood & cancer, 65(10). Doi: 10.1002/pbc.27295.

Event description:
It was reported in an article from the journal of american society of pediatric hematology/oncology titled " outcome of landmark-guided percutaneously inserted tunneled central venous catheters in infants and children under 3 years with cancer " that after tunneled central venous catheters (tcvc) insertion in pediatric patients, it was unable to be infused and aspirated in 4 patients, early and late catheter tip malposition was identified in 12 and 17 patients respectively requiring catheter repositioning, catheter removal or exchange. The status of the patients was not provided.